Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the physician was unable to thread the iab catheter completely over the guidewire and was only able to pass through about 12 inches before getting stuck. Several attempts were made, but they were unable to pass the wire all the way through the central lumen of the iab. Account denied any visible kinks, or bending of the catheter upon removal from the tray or on attempt at insertion. New iab catheter kit opened and iab inserted with no issue". No patient harm or injury. The patient status is reported as "fine".